Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 16-jun-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 425 mcg/day. It was reported the patient was scheduled for a routine pump replacement as his pump had reached early replacement indicator (eri). He was taken to the operating room and placed in a lateral position. The physician started by dissecting the pump and catheter out of the existing pump pocket. Prior to disconnecting the old pump, the physician attempted to aspirate cerebrospinal fluid from the catheter access port, but there was no return of fluid resulting in a negative catheter access study. The physician decided to replace the catheter completely. He cut the hub/bell off of the old catheter and tied it off within the pump pocket. He was given a new 8780, which was placed at t6. Once the catheter was tunneled and connected to the new pump, the physician again aspirated from the catheter port site with positive return of cerebrospinal fluid. Medication was transferred from the old pump to the new pump for a total volume of 18 ml. Due to the pump reaching early replacement indicator and the negative catheter aspiration, the physician decided to reduce the patients dosing from 500 mcg/day to 425 mcg/day. It was unknown if there were any environmental/external/patient factors that lead to the issue as the patient was nonverbal and no family was present. Patient weight and medical history were asked but remain unknown. At the time of this report the issue had been resolved and the patient status was alive - no injury.